Manufacturer narrative:
This event occurred in (B)(6). The specific part number involved in this event was requested but not provided.

Event description:
The customer alleged they received a questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) result for one patient on their e411 analyzer. The patient's initial hcgb result was 0.100 miu/ml accompanied by a data flag. The initial hcgb result was reported to the patient, and she rejected the result as she was pregnant. On 10/30/2013, the patient's sample was repeated and the result was 24636 miu/ml accompanied by a data flag. The patient was not adversely affected by this event. The hcgb reagent lot number was 171601. The expiration date was requested but not provided.

Manufacturer narrative:
A definitive root cause could not be determined with the information provided. Further details were requested but not provided. The calibration and quality control were within expectations and there was no reagent issue evident. It was noted that the customer was not using the recommended rack adaptors.